Event description:
The pt reported, that she is getting air bubbles in her insulin cartridge after she primes the device. The pt reported, that she does allow the insulin to warm to room temperature before inserting. She reported that, the air bubble is not present while filling the cartridge, but appears after she has primed. The pt did not report any physiological affects associated with this issue. The pt did not report requiring any medical assistance from a healthcare professional or second party to address the issue. The pt reported at the time of the call that she did not have any air bubbles present. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.